Event description:
Pt observed leaking of fluid on thumb near IV site, azacitidine infused for approx 5 min in peripheral IV on left hand and fluid leaking observed at connection site from catheter to IV extension.